Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob & doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the femoral stem/sleeve was not possible as they necessary product/lot code combinations were not provided. The investigation can draw no conclusions regarding the reported femoral loosening. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain.**update** (B)(4) 2013 - patients revision records were received. Records indicate upon revision necotic tissue was found was found in the hip join, along with a large effusion of synovial fluid. The femoral stem and body were found to be loose. The stem and sleeve were added to the complaint and the complaint re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.